Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on valve. Leak test and microscopic analysis was performed which identified crack opening on valve. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve.

Event description:
Healthcare professional additionally reported "particles in valve." Device has been explanted.